Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log showed an occlusion alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was that the occlusion detection pressure was below the standard range. As a result, the occlusion pressure was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited the blockage sound, even in the absence of any apparent cause, after using the 250ml cassette. There was a patient involvement, no patient injury was reported.